Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. After aerating the scope the issue was resolved. Based on the results of the investigation, the issue is attributed to the observed fluid leak, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope's image does not show up on the screen, it shows black when plugged up. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.